Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead helix was rotated too many times during the implant procedure. The lead could not be implanted and was removed. No patient complications have been reported as a result of this event.